Manufacturer narrative:
Monitor (B)(4) was not returned to zoll manufacturing for investigation. The monitor was returned and evaluated at the distributor. The evaluation did not indicate any device malfunction. The evaluation included download data review. As well as functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. Electrode belt (B)(4) was returned and investigated at zoll manufacturing. The reported problem (exposed wires) was confirmed. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief and detached. Additionally, the other cable sections were pulled from the dn. The download data confirms that the device properly alarmed due to the damaged cables. The root cause for the damaged cables was physical abuse. The electrode belt cables are designed to exceed the mechanical requirements set forth in iec (B)(4). As illustrated by the attached photographs, the damage was caused by extreme force by either the patient or staff at the rehabilitation facility. At the time the electrode belt was disconnected (10:31:21 on (B)(6) 2015) the patient's rhythm was atrial fibrillation (af) at 100 bpm. No ventricular arrhythmias were detected while the lifevest was monitoring the patient.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015 while in a rehabilitation facility. At approximately 2pm on (B)(6) 2015, the patient's nurse called the distributor to report that wires were exposed on the patient's electrode belt and that the lifevest was alarming. The lifevest was then removed from the patient. Review of download data confirms that the lifevest was alarming to check the therapy electrode placement. The distributor dispatched a service representative to replace the patient's electrode belt. The patient passed away at approximately 3:30pm on (B)(6) 2015, before a replacement electrode belt could be provided to the patient. The patient was not wearing the lifevest at the time of passing. The director of the nursing facility reported that the patient's cause of death was likely cardiac related.